Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, an issue occurred related to firmware correction for incorrect cubie or position opening. The system reportedly opened the wrong cubie or position in error, indicating a potential firmware-related malfunction. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.